Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e07 code) associated to stirring mechanism blocked or too slow. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
Through follow up livanova was informed the present case is a duplicate of the already submitted 9611109-2025-90197. Therefore, all information of the present case and any follow up information will be provided in a follow up of the present case and the 9611109-2025-90197 will voided. Livanova was informed the circulation motor was stuck and unable to rotate if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
B.4.througn follow up it was clarify the correct aware date of event and occurrence date: (B)(6) 202. H.11. Livanova field service representative was able to trace the reported issue to a stuck stirrer motor. A new stirrer motor has been ordered. Based on the device history review, it can be highlighted that the device has been installed since 2023, and no other similar event has occurred. Based on the above facts, it cannot be ruled out that the stirrer motor block was due to corrosion process inside the ball bearing. The causes leading to the corrosion, which generate irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high levels of humidity in the stationary phase. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. No other specific action was currently deemed necessary, the risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.